Event description:
Additional information received reported low impedance measurements. The event resulted in in-patient hospitalization.

Manufacturer narrative:
Lead: model 3391s-40, serial # (B)(4), implanted: (B)(6) 2009; explanted: (B)(6) 2011. Lead: model 3391s-40, serial # (B)(4), implanted: (B)(6) 2009; explanted: (B)(6) 2011; extension: model 7482a51, serial # (B)(4), implanted: (B)(6) 2009; explanted: unknown. Extension: model 7482a51, serial # (B)(4), implanted: (B)(6) 2009; explanted: unknown. Ins: model 7428, serial # (B)(4), implanted: (B)(6) 2010; explanted: unknown.

Event description:
It was reported that high impedance readings were noted. The right and left leads were replaced. The patient recovered without sequela.